Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had poor image quality. The issue was found during preparation or use for a diagnostic procedure and there were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, there were adhesions inside the charged coupled device and cable failure were found. Based on the results of the investigation, it is likely the reported malfunction was due to cable failure however, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality. The issue was found during pre-inspection/ preparation of use for a diagnostic procedure and there were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 - primary UDI number.